Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was interrogated prior to change out and a high, out of range pacing lead impedance measurement of greater than 2,000 ohms was observed. An additional observation of the right atrial (ra) lead that failed to capture was reported. However, the patient did not need atrial pacing. Hence, the lead was surgically abandoned and the device was electively explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product is not expected to be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.